Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The complaint is not confirmed relative to the nature of the complaint. The blade rotated as intended when tested with a known good trigger. The returned trigger did not operate as intended as it was unable to be connected to the mdu. The interior drive cable of the trigger was frayed at the end which connects to the mdu, and was preventing the trigger from properly connecting.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade of the device stopped working. A gyrus plasma sword was used to complete the procedure. There were no adverse patient consequences.